Event description:
Reporter noted system displayed footswitch failure error message after pt's eye had been footswitch. When surgery resumed, cornea was cloudy. Due to diminished visibility, posterior capsule tear occurred during phaco. Iol placed in sulcus; no additional surgical interventions required. Total surgery time was three hours. Two days post-op, pt status was reasonable. Additional information received 06/2005 noted patient is doing well; no further complications noted.